Event description:
It was reported that when the patient presented in hospital for follow up, the device could not be interrogated. The device was explanted.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to low battery voltage. Based on the default parameters settings, a longevity calculation was performed and was found to be below expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.